Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion was pre-dilated with a 3.5x20mm balloon, unknown type. The physician implanted a taxus express2 3.5x20mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, noncalcified, mid left anterior descending (lad) artery, but upon withdrawal of the stent delivery system (sds), the device caught on the guidewire. The stent delivery balloon and the guidewire were successfully removed together without injury to the patient. No patient symptoms occurred during the withdrawal difficulties. Angiography post procedure confirmed that the taxus sds had "slipped" on the lesion during implantation and the guidewire had moved to the distal side along with the sds which resulted in the withdrawal difficulties. No resistance was experienced during insertion of the sds. Patient status post procedure is noted as good.